Event description:
It was reported that during preparation for an unspecified procedure a balloon pinhole was noted. The 80% stenosed lesion with calcification was located in the mildly tortuous left upper arm. When there was negative pressure applied to remove all the air inside the f/g sterling otw 5.0 x 20/40 (4f) balloon, it was noted that "the air was coming in." They tested the inflation of the balloon and noticed a pinhole in the balloon tip. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).